Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, a strong noise was heard and felt by the surgeon from the handle at the start of firing. The device was blocked and could not be fired. The surgeon decided to use an open device to complete the surgical action. The procedure was converted from laparoscopic to open due to the device problem.